Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device displayed an ECG alarm. There was no patient involvement.

Manufacturer narrative:
Further information was provided that there was no ECG alarm; rather the device displayed a lock out message. Correction: the serial number is not available